Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside the labeled operating altitude range. The customer's blood glucose level was 128 mg/dl. Tandem technical support instructed the customer to wipe any potential moisture from the speaker holes. Reportedly, the customer was unable to clear the alarm. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.